Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving an air detected cassette message. The patient noted no kinks or air bubbles in the patient line. After retrying, the cycler displayed the volume error message. The cycler was rebooted, however, the volume error continued. The patient then cancelled the treatment. Upon opening the cycler door, it was noted that fluid was leaking. The cycler will be replaced. Upon follow up with the patient's nurse, it was stated that the patient has received the replacement cycler and has not had any issues. There was no adverse event associated with this event. The patient did receive prophylactic antibiotic of ceftazidime and cefazolin 1g each for 2 days per clinic procedure post the fluid leak event. Per the nurse, the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete prior peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd). The cassette was discarded. The pdrn was with another patient and could not provide the patient¿s date of birth and estimated dry weight.

Manufacturer narrative:
Corrective data: correction to device codes. Correction to device evaluation summary: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance the mushroom head check passed. The device tested positive for glucose. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient reported receiving an air detected cassette message. The patient noted no kinks or air bubbles in the patient line. After retrying, the cycler displayed the volume error message. The cycler was rebooted, however, the volume error continued. The patient then cancelled the treatment. Upon opening the cycler door, it was noted that fluid was leaking. The cycler will be replaced. Upon follow up with the patient's nurse, it was stated that the patient has received the replacement cycler and has not had any issues. There was no adverse event associated with this event. The patient did receive prophylactic antibiotic of ceftazidime and cefazolin 1g each for 2 days per clinic procedure post the fluid leak event. Per the nurse, the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete prior peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd). The cassette was discarded. The pdrn was with another patient and could not provide the patient¿s date of birth and estimated dry weight.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving an air detected cassette message. The patient noted no kinks or air bubbles in the patient line. After retrying, the cycler displayed the volume error message. The cycler was rebooted, however, the volume error continued. The patient then cancelled the treatment. Upon opening the cycler door, it was noted that fluid was leaking. The cycler will be replaced. Upon follow up with the patient's nurse, it was stated that the patient has received the replacement cycler and has not had any issues. There was no adverse event associated with this event. The patient did receive prophylactic antibiotic of ceftazidime and cefazolin 1g each for 2 days per clinic procedure post the fluid leak event. Per the nurse, the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete prior peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd). The cassette was discarded. The pdrn was with another patient and could not provide the patient¿s date of birth and estimated dry weight.